Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced a failure code 543:320:658:0000. This condition had the potential to interrupt delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. This involved a colleague p1.5 infusion pump with user interface module master software version 6.63.92. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the device was repaired on-site at the customer facility by a baxter field service technician, and the condition was confirmed. The cause was determined to be a damaged battery and battery harness. To correct the condition, the battery and the battery harness were replaced. If any additional information is received, a follow up MDR will be sent. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed by service. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be a damaged battery and battery harness. To correct the condition, the battery and the battery harness were replaced. If any additional information is received, a follow up MDR will be sent. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.